Event description:
New information received notes there was no allegation of malfunction on the atrial lead by the physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient's atrial lead was capped on (B)(6) 2021 for an unknown reason. Post-procedure the patient was stable.